Event description:
It was reported that an unspecified number of spectrum iq pumps had fluid remaining in the bag when they alarmed 'infusion complete'. The events occurred in the burn unit during unspecified process steps. There was no report of patient injury or medical intervention associated with the events. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.